Manufacturer narrative:
Strain relief. Device evaluation summary: the device was returned to apollo for analysis, and visual examination confirmed the connector type as a strain relief. The port tubing was noted to be separated approximately 1.5 inches past the stain relief. The strain relief was noted to be discolored, as it was brown and yellow in appearance. Needle marks were noted on the port septum and scratches were noted on the port housing. Red particulate matter was noted on the inner surface of the port holes. A port leak test was performed, and no leakage was noted. An air leak test was not feasible, as only the rapidport ez with strain relief was received. A fill inspection test was performed, and no blockage was noted. Under microscopic analysis, a small portion of the band tubing, approximately 0.4 inches in length, was noted at the end of the port tubing ss connector. The end of the small portion of band tubing was noted to have striated edges, consistent with damage from a surgical end cut to remove the device. Both ends of the port tubing, separated approximately 0.6 inches past the end of the strain relief, were noted to have striated edges, consistent with a surgical end cut to remove the device. Several non-penetrating nicks/marks were noted on the outer surface of the strain relief. Brown particulate matter was noted on the port base and in the port holes. Device labeling addresses the reported event as follows: precautions: care must be taken during band adjustment to avoid puncturing the tubing that connects the access port and band, as this will cause leakage and deflation of the inflatable section. Failure to create a stable, smooth path for the access port tubing, without sharp turns or bends, can result in tubing breaks and leakage. In order to avoid incorrect placement, the port should be placed lateral to the trocar opening. A pocket must be created for the port so that it is placed far enough from the trocar path to avoid abrupt kinking of the tubing. The tubing path should point in the direction of the access port connector so that the tubing will form a straight line with a gentle arching transition into the abdomen. When adjusting band volume, take care to ensure the radiographic screen is perpendicular to the needle shaft (the needle will appear as a dot on the screen). This will facilitate adjustment of needle position as needed while moving through the tissue to the port. Failure to enter the port with the needle perpendicular to the port may cause damage to the access port and result in leaks. Adverse events: it is important to discuss all possible complications and adverse events with your patient. Complications which may result from the use of this product include the risks associated with the medications and methods utilized in the surgical procedure, the risks associated with any surgical procedure and the patient's degree of intolerance to any foreign object implanted in the body. Deflation of the band may occur due to leakage from the band, the port or the connecting tubing. Warnings: patients should be advised that the lap-band ap® system is a long-term implant. Explant and replacement surgery may be indicated at any time. Medical management of adverse reactions may include explantation. Revision surgery for explantation and replacement may also be indicated to achieve patient satisfaction.

Event description:
Reported as: a patient with the lap-band system was reported to have a "volume deficits during band adjustment appointments. Patient reported a loss of restriction. A leak was diagnosed under x-ray." "During theatre a leak test was performed and a leak was found at the connection pf the port disc and shoulder of the port."